Manufacturer narrative:
The customer reported that the AED will not hold a battery. The maintenance schedule is reported as monthly. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Should additional information become available, a supplemental MDR shall be filed.

Event description:
The customer reported that the AED will not hold a battery. The customer did not report that this event occurred during patient use.